Event description:
It was reported that the shipping box, catheter box, and sterile packaging were damaged. Prior to a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Upon checking the inventory of the device, it was noted that the cardboard shipping box, the catheter box, and the sterile field was damaged, and the device was contaminated. The sterile packaging was compromised and there were holes torn into the plastic with dirt getting into the tray. The catheter was quarantined, and another catheter was used to complete the procedure. No patient complications were reported. The catheter is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.